Event description:
During pediatric resuscitation, used resuscitator successfully with mask at 15 liters per minute oxygen flow. Upon intubation of patient, resuscitator was attached to uncuffed endotracheal (et) tube. Reports that after giving two breaths, patient's chest circumference was visually noted to be increasing and that the reservoir bag was full and taut, "like a rock". Upon disconnection of resuscitator from et tube, noted escape of air from patient's airway and from resuscitator. After checking et tube, reconnected resuscitator and sequence of events repeated itself. This time the reservoir bag burst after reaching maximal inflation. Resuscitation was able to continue successfully with a second resuscitator. Clinician reports there were no adverse patient outcomes attributable to initial phase of resuscitation with this resuscitator.